Manufacturer narrative:
Device evaluated by MFR.; device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole in the mid-section of the balloon. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08622. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 6atm on the first inflation. Another 10/3.00 flextome¿ cutting balloon¿ was used but, it also ruptured at 8atm on the first inflation. Both balloons were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-08622. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.00 flextome cutting balloon was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 6atm on the first inflation. Another 10/3.00 flextome cutting balloon was used but, it also ruptured at 8atm on the first inflation. Both balloons were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.